Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh29 instrument adjusting knob would not rotate. Another instrument was used to compelte the case. There was no consequence to the pt.